Event description:
It was reported that during use of this swan ganz catheter, the cvp port broke off and leaked blood. The catheter was in place for 5 days in a cvicu patient. There was no patient injury.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Additional d2b device product codes: kra - catheter, continuous flush; dqe - catheter, oximeter, fiberoptic; dqo - catheter, intravascular, diagnostic.